Event description:
It was reported that patient experienced increased pain, severity was noted as moderate. On (B)(6) 2012 healthcare provider (hcp) was not able to aspirate fluid and there was no free flow of csf (cerebrospinal fluid). An isotope pump study was done on (B)(6) 2012 and it showed functioning delivery of drug to pump. On (B)(6) 2012 an MRI with contrast showed that there was no catheter granuloma. It was noted that the pump was explanted due to battery depletion; pump was not beeping. Drugs delivered via the device were morphine and bupivacaine. Patient outcome was later reported as resolved without sequela as of (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump battery depletion was premature as the pump still had enough time left on the elective replacement indicator (eri). There was no audible alarm heard as expected. The cause of the increased pain was poor delivery of the medication due to arachnoidal tissue around the catheter tip. Initially the "side port tap" showed inability to aspirate fluid. Once the catheter was cleared of the tissue, free flow of cerebrospinal fluid (csf) was obtained. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk.

Manufacturer narrative:
(B)(4).